Manufacturer narrative:
Batch review performed on 18 march 2015: lot 122074: (B)(4) liners manufactured and released on 13 july 2012. Expiration date: 2017-05-31. No anomalies found related to the issue. To date, (B)(4) items of the lot have been sold without any similar problem. On (B)(4) 2015 the medical affairs made the following analysis: dislocations are a described complication of total hip arthroplasties. In this case, the available information is not enough to evaluate the original positioning of the components. However, dislocation is always associated to an intraoperative problem, possibly due to difficult local situations encountered, such as difficult anatomy or unforeseen complications. In this case from the postoperative image it seems that the repositioning of the components (which cannot be evaluated by itself) was possible with little additional damage to the pt anatomical structure. On 18 march 2015 we got the confirmation that the items will not return.

Event description:
Imp ref# (B)(4).